Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the defect reported has been verified and repaired. The following repair activities were performed: performed service and repair functions as per procedure. Reviewed service history. Attach box label, software upgrade form, and fms vue final testing. Replaced springs on pressure arms with tip replacement kit to correct issue. Performed software upgrade to the latest versions. The unit passed all diagnostic tests, functional tests, and is fully operational. Details can be found in the attached report. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the fms vue pump inflow wheel was spinning and continues to fill; it was found the pressure was not proper. This was not found during a surgery; there was no patient harm or delay in a procedure.